Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 500 mg/dl. The customer treated with manual injections. The customer stated that his blood glucose was high for 5 days. The customer stated that he worked out a lot and might have an allergic reaction to the sensor. The customer had symptoms such as excessive thirst and everything except vomiting. The customer was advised to call back to troubleshoot.